Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Support arm did not hold arms firmly and drifted away from position. No patient issues.

Manufacturer narrative:
On 2/22/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - product was not released for inspection. Device history evaluation - a DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.